Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the motion batteries and charger board. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. The hardware investigation found that the reported event was related to a hardware issue. Specifically, battery charger 1 failed bench level test. Channel e failed for zero output voltage.the reported issue was confirmed to be caused by an electrical failure. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while conducting a site visit, the voltage on the motion batteries was out of normal range, indicating a need to replace the batteries and the charger board. There was no patient present when this issue was identified.